Manufacturer narrative:
As the complaint meter was returned, I-sens conducted control solution and blood tests using the complaint meter and retained strips. Firstly, as a result of the control solution test, all results satisfied the acceptable range in both a and b levels. Secondly, the test was conducted using capillary blood with a concentration similar to the customer's blood glucose level at the time of the issue. The sd of the results was below 5 and met the internal acceptance criteria, and all deviations were within 15mg/dl compared to the reference equipment. Therefore, we confirmed that the product is functioning properly.

Event description:
Customer called because yesterday she had a diabetic seizure. She went to the hospital, and they said the meter she has is reading too high. Her provider stated it caused her to have a diabetic seizure. She said that the meter was reading high, but her blood glucose was actually low. She explained she took a reading at night around 9:09 pm on the classic meter and received 138. She dosed herself with insulin based on the reading of 138. She went to sleep. She did not experience any symptoms at the time. The next morning, she woke up and then checked her blood sugar at 8:00 am and she did not receive a reading, the meter screen only displayed three dashes on the screen. She then started to have a seizure then became incoherent. Her mother then attempted to assist her daughter by performing a blood test using the relion premier classic meter but couldn't receive a reading. She contacted the paramedics. After the ambulance arrived, they checked her blood sugar using their meter and they received a reading of 29. The paramedics treated her with glucagon and two glucose gel packs. Replaced meter, strips, sent control solution and return label.